Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ based on the results of the investigation, it is believed that either stress applied to the component in question or unseen debris caused the reported bent pins and consequent color bars on the display. When inserting the endoscope into the video connector, if the end of the connector on the scope is missing or has foreign material stuck to the tip, it can become caught in the terminal of the video receiver. Likewise, when connecting, if the terminal is caught, but still pushed back without correction, it could cause bending and a poor connection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, the user report was confirmed and was causing color bars on the display. This poor image was caused because the damage pin was interfering with a complete connection between the video system and testing scopes. This connector socket will need replacing. Additionally, there were minor scratches noted on the corners of the front panel and top cover. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The visera elite video system center was returned to olympus due to a broken pin being discovered while the device was in preparation for use. Upon further evaluation, once returned, the damaged pin was confirmed and causing color bars displayed during use. This report is being submitted to capture the color display bars discovered during the evaluation. There was no patient harm or consequence reported as a result of this event.